Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of a burning (sensation), general redness, itching, raised skin, and red bumps. The patient reached out to the ordering pcp and was prescribed a steroid lotion. The patient reported following proper skin preparation steps.